Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion shaft. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 28mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.